Event description:
Post transfemoral deployment of a sapien valve, the valve landed 5/95 aortic/ventricular, requiring placement of a second valve. Initially, the bav was performed with a 23 x 4 edwards balloon and no abnormal movement was noted. The delivery system (ds) was advanced and the valve was positioned. Under rapid pacing, the valve was inflated and it migrated approximately 6-8 mm ventricular, resulting in the outflow side of the device slightly below the native leaflets. The valve landed 5:95 a/v. The patient remained stable and a second valve was placed with 60/40 a/v overlap to secure the first device and to seal the annulus. The second valve placement was successful and the patient was discharged to the ICU in stable condition. The physician didn't feel like he had a lot of forward pressure on the system, but must have been some stored up energy.

Manufacturer narrative:
Cine imaging from the case was returned to edwards and reviewed by an edwards (B)(4). Observations: ¿ moderate aortic valve calcification, moderate-severe aortic root calcification, horizontal aorta. ¿ valve positioned 50/50 to the native annulus. ¿ no loss of pacing capture, ventilation held. ¿ good image intensifier angle. ¿ poor coaxial alignment of the valve and ds with severe lateral bias due to the unfolded aorta. ¿ towards the latter 3rd of balloon inflation, the valve embolized ventricular. ¿ then final resting position of the aortic edge of the valve is at the virtual annulus. Consequently, the valve is sitting in the lvot. ¿ valve in valve performed with the first valve in the lvot. The second valve is deployed 25/75 aortic/ventricular. Impressions: the valve moved ventricular due to stored energy in the delivery system across the aortic arch. This impelled the balloon into the lv during inflation. The unfolded aorta contributed to poor coaxial alignment with severe lateral bias, and subsequent deployment of the sapien valve within the lvot.